Manufacturer narrative:
Act, esc and b buttons did not respond due to corroded keypad traces. Pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify battery out limit alarm due to button keypad anomaly. No frozen screen noted. No moisture damage on electronics and motor noted. Pump received with cracked display window, cracked reservoir tube lip, cracked belt clip slot and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a battery out limit alarm. The customer¿s blood glucose was 274 mg/dl at the time of incident. Customer stated that the insulin pump had a battery out limit alarm unable to clear the alarm due to buttons were unresponsive. Customer stated that the insulin pump was exposed to moisture that could have led to keypad anomaly. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. No battery out limit alarm troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.